Manufacturer narrative:
(B)(4). Results: no results available since no evaluation performed (device or procedural images not provided for evaluation). Conclusions: unable to confirm complaint (device or procedural images not provided for evaluation).

Event description:
The physician attempted to deploy a complete se peripheral stent to treat a concentric lesion in the iliac artery that exhibited 60% stenosis. It was reported that the stent could not be completely deployed and that the proximal struts became stuck in the shaft. The physician felt that the shaft broke and this is where the stent got stuck. The retrieval attempt resulted in a vessel rupture. No other clinical sequelae were reported.